Manufacturer narrative:
The reported complaint was discovered during check-up and calibration testing of the device. The field service representative (fsr) verified the reported issue. The oxygen (o2) sensor had expired. He replaced the o2 sensor. The unit operated to the manufacturer's specifications. The suspect part will be returned to the manufacturer for evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the electronic patient gas system (epgs) displayed a "service gas system" message. There was no patient involvement.

Manufacturer narrative:
Please disregard previously reported information as this complaint has been determined to be not MDR reportable. The device met specification and performed as intended, therefore did not malfunction.